Event description:
Observation of resident. On 12-18-97 at 10:15 am revealed the resident had injuries that included: a. Six sutures on the forehead. B. Abrasion on the nose and c. Skin tear on the left hand. Interview with facility staff on 12-18-97 at 1:52 pm revealed resident was in the "get about" when they fell on 12-16-97. Interview with facility staff on 12-18-97 at 10:25 am revealed the staff felt the new merry walkers (get about) were "dangerous." According to staff the residents are "falling out of these small merry walkers (get about)." Resident was found face down in doorway still in merry walker. Resident stated he fell face down hard. The resident was transported to the ER. Review of the nurses notes dated 12-18-97 at 10:00 pm revealed after the fall resident started yelling "ok help me." Review of the clinical record revealed the resident was sutured in the ER and returned to the facility. According to the nurses notes, after the resident's fall, the resident was medicated for complaints of a headache on 12-17-97 at 4:00 pm. And 8:00 pm and on 12-18-97 at 6:30 and 12:30. According to the clinical record dated 12-18-97 (no time recorded) the resident had "sutures to the forehead [right] eye purple, nose swollen."